Manufacturer narrative:
(B)(4). D10: ep-105994 epoly 36mm rlc lnr mrom sz24 386500. It was reported that no additional information is available from the surgeon; therefore, product identification is not possible. Visual examination of the provided picture identified the fractured liner, bio-debris present. No pictures were provided of the unk shell. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date and implanted with zimmer biomet products. Subsequently, the patient was revised due to a fractured liner.